Event description:
Medtronic (covidien) received information regarding an incident with one of its manufactured products. Treatment of an aneurysm located in the right supraclinoid segment of the ica. During the procedure, it was reported the pipeline flex appeared to be flattened on the proximal end. Multiple attempts were made to open the device by resheathing and repositioning, but without success. The device encountered this difficulty in an acute posterior genu with guide support. A decision was made by the treating physician to retrieve the device by resheathing it and it was removed from the patient. The patient was ultimately treated with a shorter pipeline device. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The marksman, pushwire, and pipeline were returned for evaluation. The pushwire was found inside the catheter. The pipeline was attached to the pushwire. Tip coil appeared to be damaged. The evaluation could not determine the cause of the event as the distal end of the pipeline was found opened; however, the braid on the distal and was damaged and the proximal end of the pipeline was not opened due to damaged braid which may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Damaged braid.